Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735772 h3: a medtronic representative went to the site to test the equipment. The manufacturer representative (rep) exchanged the interconnect cable from main cart to camera cart. System no longer had issues where instruments weren't able to be seen after boot up without unplugging and replugging in the cable. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c02 and d02 apply to the system checkout. B17, c20 and d15 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was booted and had normal behavior and camera status lights. However, when setting up for an imaging system spin, the camera could not see the imaging system tracker or the reference frame. The manufacturer representative reseated the cart-to-cart cable and suddenly was able to track. After the case, the manufacturer representative rebooted the system. The same behavior persisted where the system had normal camera status lights but was unable to see a passive planar probe or reference frame. Once the cart-to-cart was reseated tracking continued normally. This issue did not replicate with another cart-to-cart. This occurred intraoperatively, and there was a surgical delay of less than one hour. There was no reported impact to patient outcome.